Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Correction: device serial number was inadvertently entered as a lot number on the initial MDR.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. It was noted that the patient had high thresholds. The ipg system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.